Event description:
A peritoneal dialysis (pd) patient reported finding fluid in the cycler after pd treatment. There was an air detected in cassette warning during treatment, but patient finished treatment and then in the morning when treatment was over and the cassette was removed from the cycler, there was fluid inside the door. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. Fluid seemed to leak from the back of the cassette. The patient discarded the tubing set. Although requested there was no additional information provided. There was no harm to the patient reported in the initial report. Patient's plan was to use the cycler the following day for the next treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding fluid in the cycler after pd treatment. There was an air detected in cassette warning during treatment, but patient finished treatment and then in the morning when treatment was over and the cassette was removed from the cycler, there was fluid inside the door. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. Fluid seemed to leak from the back of the cassette. The patient discarded the tubing set. Although requested there was no additional information provided. There was no harm to the patient reported in the initial report. Patient's plan was to use the cycler the following day for the next treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.